Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Concomitant medical products. Model: 3058, urinary stim ipg; implanted: (B)(6) 2015, model: 3889-28, urinary stim lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the operating room (or) in preparation for a heart transplant. It was indicated that the patients implantable cardioverter defibrillator (ICD) shocked the patient after the ICD had been turned off during an episode of ventricular tachycardia (vt). The device was interrogated during the procedure and it was verified that the device was off. There is no record of a shock recorded in the device. It was noted that the telemetry strips were requested, but they were not saved and are not available. The device was extracted as part of a planned procedure heart transplant. No further patient complications have been reported as a result of this event.